Event description:
On (B)(6) 2021 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023 during a gastroscopy, a knot and a bezoar was found on the jejunal tube. The peg and j tubes were removed and replaced with new tubing.

Manufacturer narrative:
Reference record 2291228. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of (B)(4) was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.